Manufacturer narrative:
This issue occurred during internal testing at ocd r&d. This issue is currently being investigated.

Event description:
An ortho employee in europe is reporting the possibility to swap loaded samples and to remove dilution trays from loading area of the ortho vision biovue without any check performed and no alert posted by the analyzer. This incident occurred in (B)(6) using the vision bv (biovue cassets). The complainant is an ortho employee and the ortho vision analyzer used is an analyzer installed at ortho clinical diagnostics facilities in turnhout, belgium. This analyzer is not used for test of records and therefore no biased information or result had been reported to a physician and no patient or donor had been harmed as a result of the reported events. (B)(4).